Event description:
A lifecor patient service representative (psr) or a male patient contacted lifecor customer support to report that the response buttons on the patient's monitor were damaged. The psr stated that the patient was receiving arrhythmia alarms approximately five times per day. Psr attempted a download, but could not get through the digital phone system where the patient was located. The patient also felt that there was something wrong with the electrode belt. The psr exchanged both the monitor and the electrode belt.

Manufacturer narrative:
Monitor 2007. Electrode belt 2007. Device evaluations of monitor and electrode belt have been completed. The defective response button problem on the monitor was confirmed. The front response button on the monitor would intermittently stick. The root cause of the defective response button has not been determined to this date. The monitor was repaired. It was then retested and restocked. The electrode belt was found to be fully functional. It was restocked. No adverse event resulted from the faulty response button. The patient received a replacement monitor and electrode belt.